Event description:
It was reported that on literature review "lower button-cortex distance and lower revision rates with adjustable-loop compared to fixed-loop cortical suspension devices for anterior cruciate ligament reconstruction", 17 patients had failures of the reconstructed ligament after a acl reconstruction procedure using a endobutton device. Patients required revision surgery. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: gilat, r., gilad, a., mitchnik, I. Y., comay, y., moriah, a., agar, g., ... & lindner, d. (2025). Lower button-cortex distance and lower revision rates with adjustable-loop compared to fixed-loop cortical suspension devices for anterior cruciate ligament reconstruction. Journal of experimental orthopaedics, 12(1), e70212. H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: corrected information in h6: health effect - clinical code and impact code. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, an instruction for use review and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that in the absence of the requested medical documentation, clinical factors which could have contributed to the reported adverse event could not be definitively concluded, and a causal relationship to the reported event could not be established with the limited information provided. The images and documents/referenced in the article have been interpreted within the text. Therefore, further interpretation of the provided images is not required. Results in the article concluded that the adjustable-loop cortical suspension devices for femoral fixation of an acl reconstruction were associated with lower revision rates and a lower button-lfc distance when compared to fixed-loop devices. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.